Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 600 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for three (3) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and replaced na electrodes to resolve the issue. Analyzer resumed normal operation. Patient information: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).